Manufacturer narrative:
The insulin pump passed the functional test, including the self test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call, the insulin pump had alarmed no delivery. The event was a past event that the customer had resolved with a set changed. The customer blood glucose has been 17.0 mmol/l the last five days. Customer's mother agreed to try an infusion set with a different lot number. Customer's mother called back and stated the customer blood glucose continued to elevate. Customer had treated with a pen and lowered his blood glucose from 16 to 9 mmol/dl. Current blood glucose had risen to 11 mmol/l. Troubleshooting was performed and it was noted the device had alarmed no delivery excessively. Customer's mother was advised the insulin pump needed to be replaced and she agreed to return the device for analysis.